Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number:19991381; model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing wet tap with symptoms of headache. The patient was administered with blood patch and was doing well.